Event description:
It was reported that a pt had a reaction after a PICC insertion. The PICC went in smooth and they flushed. When dressing the PICC, the pt sat up suddenly and asked what they had given her. She was worried, turned red and developed a hive. Breathing and vitals remained normal. Symptoms resolved within 2 minutes and the pt is fine. The PICC remains in the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible, as no mfg lot number has been provided by the complainant.